Event description:
It was reported that a motor stall occurred on (B)(6) 2012 with no motor stall recovery and was confirmed in the event logs. The patient experienced increased pain and heard the pump alarm. The reporter stated that the patient did not have an MRI and ruled out magnets. The device system was used to deliver fentanyl. It was reported a week later that a pump roller study as anticipated but not yet performed. The device contained saline at this time. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical device: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review reported that empty reservoir alarm and low reservoir alarm occurred.

Event description:
Additional information indicated that, on (B)(6) 2012, fentanyl was removed from the pump and was filled with saline. Oral oxycodone and fentanyl were prescribed. A week later, a pump function test was done, but the results were unclear. A catheter dye study was done and an occlusion was found. A catheter and pump replacement was anticipated. The patient experienced withdrawal. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Concomitant drugs: oxycontin.